Event description:
The customer reported that the slide clamp on the extension set breaks.

Manufacturer narrative:
Correction; h6; patient code. Additional information provided: d.10. The customer¿s report that the slide clamp broke was confirmed. The sets were visually inspected for incomplete engagements, cracks, misassembles or damages to the components. No damages were observed on the slide clamps. Visual inspection of the set noted a vertical crack was visible at the injection molding gate location, extending completely from the inside clamp opening. Functional testing resulted in after priming, the slide clamps were closed and opened. Out of the 14 sets, 2 slide clamps cracked upon attempting to close the clamp. The root cause of the slide clamp extension breaks were identified to be a result of two contributing factors: non-ideal gate location (during injection molding) and shelf life of the slide clamp raw material.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the slide clamp on the extension set breaks.